Event description:
According to the customer, "the phlebotomist reported drawing a difficult patient in the ER on (B)(6) 2024 at 01:00 am. He was using a 23g' medline butterfly.

Manufacturer narrative:
According to the customer, "the phlebotomist reported drawing a difficult patient in the ER on (B)(6) 2024 at 01:00 am. She was using a 23 g' medline butterfly. While drawing the patient, the tubing disconnected with 1 ml of blood in a syringe. She reported gently holding the wing of the butterfly will getting ready to engage the safety lock and this is when the tubing disconnected from the butterfly needle leaving an exposed needle in the patient while blood was dripping on the floor. The phlebotomist then carefully threw the exposed needle in the sharps container and had to redraw the patient". The customer reported "the patient had to be redrawn and blood had to be cleaned off the floor". The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated a3a: sex is female.